Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise image a root cause could not be identified. Based on the results of the investigation, it is likely that a plug unit failure led to the noisy image. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited blurry, unclear images that appeared fuzzy and had red streaks. The issue occurred during inspection for use. There was no patient involvement.